Manufacturer narrative:
(B)(4).

Event description:
Data download log was provided and reviewed for evaluation on 12/27/2016, finding data gaps on the date of issue ((B)(6) 2016). Complaint for a transmitter that stopped working was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event that the transmitter stopped working. The root cause was could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/29/2016, that on (B)(6) 2016, the transmitter stopped working. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.